Manufacturer narrative:
If additional information becomes available a follow-up report will be submitted.

Event description:
It was reported an issue with monosyn suture. The client (veterinarian) reported that the needle and thread are not connected. There is no patient involvement.

Manufacturer narrative:
Summary of investigation: there are previous complaints of this code-batch regarding the same issue closed as confirmed after analysis. We manufactured (B)(4) units of this code-batch. There are (B)(4) units blocked in our stock. We have received 17 closed samples and 2 open and unused samples (contaminated) with the needle detached from the thread (thread is still wound on the pack). To evaluate the conformity of these units, we performed the following tests: tightness test to the closed samples received has been performed and the units are tight. Needle attachment strength results conducted on the closed samples received fulfil the requirements of the european pharmacopoeia (ep): 0.94 kgf in average and 0.59 kgf in minimum (ep requirements: 0.46 kgf in average and 0.23 kgf in minimum). Nevertheless, taking into account that there are previous confirmed complaints and the 2 open and unused samples received with the needle detached from the thread, and the thread is still ound on the pack, we consider this complaint to be confirmed as well. Batch manufacturing record: reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil usp/ep and b. Braun surgical requirements. Conclusion root cause analysis: it has not been possible to determine the root cause because the closed samples received comply usp/ep and b. Braun surgical requirements and the open samples received are contaminated and a further analysis cannot be performed. Final conclusion: although the results of the closed samples received fulfil the specifications of european pharmacopoeia/ b. Braun surgical specifications, considering the open samples received and that there are previous confirmed complaints for this code-batch regarding the same issue, we conclude that the complaint is confirmed. Corrective measures: actions on distributed product of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.